Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 24-jun-2023. The device evaluation was completed on 04-jul-2023. It was reported that a patient underwent a right-sided vt ablation procedure, with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and revision of all features were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and the device was recognized correctly; however, hi force appeared due to an internal printed circuit board (pcb) issue. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. A force issue was identified and confirmed during the analysis in the lab. It should be noted that product failure is multifactorial. The root cause of the adverse event remains unknown. Physician¿s opinion on the cause of this adverse event was the procedure and patient condition. Pericardiocentesis was done. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi¿s quality system. Explanation of codes: -investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿ issue. -investigation findings: incompatible component/ accessory (c0402) / investigation conclusions: cause traced to component failure (d02) / component code: circuit board (g02005) were selected as related to the biosense webster inc. Analysis finding of the ¿pc board issue causing high force readings¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30970790l number, and no internal actions related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right-sided vt ablation procedure, with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. During the procedure, an adverse event took place. The decanav catheter was pulled out of the body and replaced with a thermocool® smart touch® sf bi-directional navigation catheter. They began mapping and ablated the area of interest. The patient looked good at this time. The patient went back into a new vt and they noticed that their blood pressure was very low. The vt broke and the patient went back into sinus-rhythm and their blood pressure continued to stay really low. They then used the access probe through ultrasound and found a pericardial effusion. The effusion was severe enough that they put in a drain and performed a pericardiocentesis. They drained 460 mls of fluid. The patient stabilized and the effusion did not continue to fill with blood. The patient was left with a baseline trivial effusion, but the patient remains stable. They reported that they used a decanav catheter and the smart touch® sf bi-directional navigation catheter during the procedure. They did not have the decanav catheter information, as housekeeping went through and got rid of it.. Additional information was received. The adverse event was discovered post use of biosense webster products. Physician¿s opinion on the cause of this adverse event was that it was procedure and patient condition related. A pericardiocentesis was done. Outcome of the adverse event was fully recovered (no residual effects). Patient required extended hospitalization because of the adverse event as he was admitted to the intensive care unit (ICU) for overnight observation. Baseline effusion from previous surgical procedure. Transseptal puncture was not performed. Prior to noting the cardiac tamponade, ablation was performed. No evidence of a steam pop. The phase event occurred was unknown, noticed after procedure. Irrigated catheter was used in the event, the flow setting was default, 2 and 8. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Visitag module was used, parameters for stability used were 2.5 mm, 3 s, 25% @ 3 g with respiratory. Additional filter used with the visitag was respiratory. Fti was used.